Event description:
It was reported in a journal article that one patient had multiple metastases, including a pathological midshaft humerus fracture and an impending pathological femoral fracture. The patient had undergone a two-stage operation, with debulking and fixation using an intramedullary rush pin nail. Plating and cementing of the humeral fracture were the first stage and hip hemiarthroplasty with a cemented long femoral stem was the second stage of the operation. The patient expired 2 days after the hemiarthroplasty in the intensive care unit. Attempts have been made and additional information on the reported event is unavailable at this time. Https://doi.org/10.1007/s00068-021-01875-x.

Manufacturer narrative:
(B)(4). Report source: foreign: egypt. Report source: journal article: cemented long versus standard femoral stem in proximal femoral metastasis: a noninferiority single-blinded quasi-randomized clinical trial: ibrahim mahmoud abdelmonem, sherif ishak azmy, ayman mohammad el masry, ahmed k el ghazawy, ahmed sayed kotb, ayman abdelaziz bassiony: european journal of trauma and emergency surgery : https://doi.org/10.1007/s00068-021-01875-x. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - stem. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.